Event description:
On (b(6) 2014, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 09/25/2014 with the following findings: no defect was found. No defect was found. A visual inspection, a force test and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The correct lot number for the cartridge associated with this case is d200071. The device analysis results are for lot # d200071.